Manufacturer narrative:
The vascade mvp will not be returned to haemonetics for evaluation. It is unknown whether the device contributed to the reported event. A potential contribution from vascular access-related or procedural factors cannot be excluded. Possible contributing factors include vascular access-related endothelial injury, sheath interaction, or patient-specific thrombotic risk factors; however, no definitive cause was identified. Additionally, no serial number was provided. As a result, the device's manufacturing records cannot be reviewed. The cause of the reported device cannot be determined. The vascade mvp® venous vascular closure system (vvcs) instruction for use model 800-612c 6-12f (venous) states that deep vein thrombosis and pulmonary embolism is a complication that may occur and may be related to the procedure or the vascular closure.

Event description:
The patient underwent a radiofrequency (rf) ablation procedure guided by the carto 3 system for the treatment of paroxysmal supraventricular tachycardia (psvt). Three vascade mvp devices were utilized to achieve hemostasis. No device defects or patient complications were reported at the time of the initial procedure. Postoperatively, the patient returned to the user facility with deep vein thrombosis (dvt) and pulmonary embolism (pe). Haemonetics followed up with the distributor in an effort to obtain additional information regarding the reported event; however, no further details were provided. Therefore, the patient's course of treatment is unknown.